Manufacturer narrative:
One laparoscopic cholangiography catheter was received in the shipping tube. The shrink seal was missing from the cap / clear adaptor. As per the customer complaint, the shrink seal was missing from the clear adaptor / breather cap. It is not known if the sterility of the product was compromised due to an o-ring seal between the cap and clear adaptor. There was no other damage observed. A review of the manufacturing records indicated that the product met specifications upon release. The reported event was confirmed. An investigation was opened to determine the cause of the complaint and implement any necessary actions.

Manufacturer narrative:
An engineering evaluation determined that this was the first complaint, a personnel acknowledgement was conducted with the manufacturing operators.

Event description:
It was reported that 15 catheters were received and 1 catheter did not have the "red tamper" evident seal. There were no patient complications were reported.

Manufacturer narrative:
The product is expected to be returned for analysis; however, it has not yet been received. Upon the return of the product a supplemental report will be sent with the investigation results. A device history record review was completed and documented that the device met all specifications upon distribution.